Event description:
It was reported that the pt can no longer hear with his device. On (B)(6) 2010, the pt put on his audio processor and after a while, he heard a knocking noise. This happened twice, and then the pt stopped hearing. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.